Manufacturer narrative:
A stryker field service technician visited the user facility and while servicing the device, it was observed that the m3 screw was missing from the surgical light suspension. The m3 screw keeps the spring arm's safety collar in place. If the safety collar is moved out of place in the absence of the m3 screw, the keeper clip, a semi-circular metal disk which keeps the light or flat panel attached to suspension, could dislodge. This could potentially result in the light head detaching from the spring arm which is attached to the ceiling suspension. However, in this particular event, it was not reported that the safety collar or the keeper clip were ever moved out of position and no detachment was reported. There was no reported patient involvement and no reported adverse consequences were reported. A new spring arm with a new m3 screw was installed and the issue was resolved. It could not be determined how the screw came to be missing, but it is likely it was removed for another purpose by a third party or by a hospital staff member and not reinstalled. There was evidence that the equipment in the room had been altered. There was no reported patient involvement and no adverse consequence reported.

Event description:
It was reported that while performing a functional inspection on both surgical lights in operating room 1, the field service technician noticed the spring arm for light head # 2 was missing the m3 screw. The field service technican was replacing the spring arm with a new one which had a new m3 screw. The spring arm was replaced and the issue was resolved.